Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device became un sterile. During the unpacking of a amplatz super stiff jtip 035/260/3mm guide wire, the j-tip of the wire jumps out of the packaging and becomes unsterile. The device never came in contact with the patient.